Event description:
It was reported that during an idiopathic ventricular tachycardia procedure a lot of noise was encountered on the body surface ecgs and intracardial recording leads while pacing. An "ECG disconnect" error appeared. Bypassing the carto system and connecting the catheter directly to the rs pin box resolved the noise issue. The noise was confirmed to on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and (B)(4) systems simultaneously. The user was unable to interpret the signals. The procedure was completed conventionally. No patient injury was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an idiopathic ventricular tachycardia procedure a lot of noise was encountered on the body surface ecgs and intracardial recording leads while pacing. An "ECG disconnect" error appeared. Bypassing the carto system and connecting the catheter directly to the rs pin box resolved the noise issue. The noise was confirmed to on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and pruka systems simultaneously. The user was unable to interprete the signals. The field engineer spoke to the account and they were advised to change the ECG cable which had a few kinks on it for a new ECG cable. After this, the issue was solved and the system was ready for use. An internal corrective action was opened to address the bs ECG cables failure. The DHR associated with carto 3 # 12005 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.